Manufacturer narrative:
(B)(6) 2021. There was no patient involvement. The device was evaluated by the customer and a philips remote service engineer (rse). The customer has requested no engineer material only and has not reported any other issues related to the device functioning. No further information can be received.

Event description:
The customer reported a ventilator experienced a touch screen failure. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported.